Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sudden loss of consciousness and was reported to be cold to the touch. Emergency services were contacted by the patient¿s fiancé, and the patient was transported to the hospital. The patient was unable to confirm the duration of unconsciousness. Upon arrival at the hospital, a fingerstick blood glucose test was performed. At that time, the cgm reading was 104 mg/dl, while the blood glucose meter reading was 74 mg/dl. Although it is not documented, it is presumed that some form of treatment may have already been administered prior to these readings. At the hospital, the patient was treated with pudding, cranberry juice, and a turkey sandwich. A second fingerstick test showed a cgm reading of 98 mg/dl and a blood glucose reading of 104 mg/dl. No further treatment was reported as necessary. At the time of the report, the patient was improving and getting better. The duration of the hospital stay is unknown, and there is no documentation of further medical evaluation or intervention. No additional details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b and a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.